Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in use on a patient during the reported occurrence. The manufacturer received the device for evaluation. A review of the error logs identified an error occurred. An occurrence of "pressure regulation" alarm was observed. The main board was replaced to address to the issue. In addition, the blower, outlet flow path, inlet foam kit, and right-side panel were replaced unrelated to the reportable malfunction.